Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm for low level hardware error with audio anomaly and battery error. Self test was performed but result was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring: clear. Customer returned insulin pump for an alleged pump error 63, power loss alarm and absence of an alarm found on (B)(6) , 2021. Insulin pump passed sleep current measurement, active current measurement and displacement test, however, pump error 63 alarm during self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within specification range. No power loss alarm noted during testing or listed in insulin pump history download. Pump error 63 variable 3 was noted in the history download at (B)(6) 2021 for the time 10:35:25 and 10:39:06 due to broken trace keypad assembly pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. No audio/vibrate/absence of alarm anomalies noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: corroded battery tube, cracked retainer, pillowing overlay, overlay texture damage, stained overlay, cracked battery tube threads, cracked battery tube, cracked corner of belt clip rails, serial number label damage, cracked reservoir tube lip and scratched case. Pump error 63 variable 3 confirmed due to chipped keypad assembly pin 6. No audio/vibrate/absence of alarm anomalies noted during testing. No power loss alarm noted during testing medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.